Manufacturer narrative:
The cause of the effusion cannot be established with the information provided. The device was not returned for investigation. It was reported the catheter was discarded after decannulation. Surgeon reported he did "inspect it and found zero evidence of catheter disruption or malfunction". It was also reported the "customer felt like the issue was not related to the cannula".

Event description:
On (B)(6) 2023 at 1526, a neonate (3.27kg) was cannulated with a 13 fr crescent ra catheter for vv ECMO for the treatment of meconium aspiration pneumonia. On (B)(6) 2023, the patient experienced pericardial tamponade from a hemorrhagic pericardial effusion. The effusion was drained with needle pericardiocentesis with 5 fr pigtail pericardial drain placement followed by median sternotomy and mediastinal exploration. No injuries were found. The catheter was visually inspected and was not replaced. The patient continued on ECMO. On (B)(6) 2023 at 0802, the patient was decannulated. The patient was reported as stable.